Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse¿s field evaluation. Fse found no grounding pad issues. The fse¿s service visit did not reveal any issues related to the customer reported event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality checked upon powering on the system. It did not initially power on without errors. It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe vio ground pad led indicator remained red when connecting the ground pad, even after replacing the pad. The issue persisted, but the pad worked on another generator. Tse recommended power cycling the erbe, but the problem continued. The procedure was completed without the use of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the issue with the grounding pad staying red and recognizing ground. There was no issue with the integrated electrosurgical unit (iesu) or erbe and no parts replaced. However, the reported issue was not resolved, and the procedure outcome is unknown. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the integrated electrosurgical unit (iesu) or erbe ground pad led indicator remained red when connecting the ground pad, even after replacing the pad. The issue persisted; however, the pad worked on another generator. Tse recommended power cycling the erbe, but the problem continued. The procedure outcome was unknown.